Event description:
It was reported that the patient¿s pump was explanted due to erosion at the pocket site. The length of time the patient had experienced these symptoms was not provided. No further patient symptoms were reported. The type of medication in the pump was lioresal. The concentration of the medication, and the daily dose provided by the pump were not provided. It was stated that the explanted components would not be returned to the manufacturer. No patient outcome was provided at the time of this report.

Manufacturer narrative:
(B)(4).